Manufacturer narrative:
Block h6: imdrf result code c070601 captures the investigation analysis of tip was detached. Block h11: an injection gold probe was received for analysis. Visual examination of the returned device found the tip was detached, the catheter has residues of adhesive. A functional examination of the returned device found that the device was actuated, the needle was able to extend and retract and wasn't broken. The reported event was not confirmed. Based on the available information, the tip was fully detached from the catheter, it is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity causing the detachment of the tip. The issue of tip detachment could have been generated if there was contact between the device and the scope during energization or if the device exceeds the maximum of voltage during procedure as per precautions of the device states. Also, is important to mention that the catheter and the wires had residues of adhesive indicating that the tip was correctly assembled. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used in the stomach during a gastroscopy procedure on (B)(6) 2025. During the procedure, the needle was faulty after connected to energy. When wanting to burn, needle started to bend and break. Another injection gold probe was used to complete the procedure. There were no patient complications as a result of this event. This event has been deemed a reportable event based on the investigation results; the tip was detached. Please see block h11 for full investigation details.